Manufacturer narrative:
The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for one patient sample tested on a cobas 8000 - cobas e 602 module. The initial result was 4550 pmol/l. The sample was repeated and manually diluted 11x with dil.multiassay, generating a result of 4117.3 pmol/l. The initial sample was sent to another laboratory and analyzed on a competitor's instrument, generating a result of approximately 4000 pmol/l. A few days later, a second sample from the same patient was obtained, generating a result below the limit of detection (<18.4 pmol/l). The analysis was repeated with the same result. It was indicated that the initial high result did not correspond to the clinical status of the patient.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing,